Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported that the patient stated the last time the device was tested "they turned it down." The patient is having trouble sleeping and is short of breath. The doctor's office states that the patient was scheduled for reassessment but did not show up follow-up. The device remains in use. No patient complications have been reported as a result of this event.